Event description:
It was reported that the customer had moisture damage and a button error on the insulin pump. Customer was drying the pump off. Customer's blood glucose level was 93 mg/dl. Customer stated that he dropped the pump in the toilet. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with no button error alarms. The pump had no button response due to an open connector on the lcd board. Moisture damage was also noted on the electronic assembly. The pump also had a broken reservoir tube lip, cracked battery tube threads, a missing display window, a missing end cap sticker, a cracked reservoir tube, a cracked reservoir window, and a cracked case near the display window corners.